Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited a gradual rise in shock impedance measurements to 137 ohms in triad, 147 ohms in coil to can, and 185 ohms in coil to coil. The device was programmed to triad. The presenting electrogram (egm) was clean. The impedance measurements were checked in all vectors and were higher in cold can and in coil to can. The patient would continue to be followed monthly. No adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received which noted a revision was performed. The patient's rv lead was surgically abandoned, and this device was explanted to upgrade the patient's therapy. No additional adverse patient effects were reported.